Event description:
Our rep is reporting that a patient had re-surgery to remedy a post op fixation device failure used in a shoulder repair. A mitek fastin rc anchor was used for fixation remedy in the re-surgery. Questions out to the rep asking for further detail and clarity.

Manufacturer narrative:
The complaint device has not yet been received, and all of the event details have not been received. When all of this comes to fruition and an evaluation of both the device and the pertinent information is complete, those conclusions will be the subject of a follow up report.